Event description:
It was reported that occlusion had occurred after one year of implantation causing the patient to experience impaired consciousness. A test of the both ventricular and peritoneal catheter revealed no occlusion. The doctor suspects valve occlusion.